Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The root cause of positioning issue was most likely patient movement.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the patient on impella cp was being turned when pump in aorta alarm occurred. The patient was taken to the catheterization lab and the impella cp was removed. No patient harm has been reported and the patient survived the procedure.